Event description:
It was reported that while in the cardiac theatre, the md inserted the sheath via the right femoral artery. The intra aortic balloon (iab) was prepped per instruction and given to the md to insert through the sheath. The md experienced difficulty passing the iab catheter through the sheath. As a result, the md removed the iab from the sheath. See MDR # for second event.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.